Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm thoracic aortic aneurysm approximately 63 months ago. The aorta was moderately tortuous. The access artery was non-tortuous with no calcification. It was reported that the stent grafts were successfully implanted and the patient was discharged. At the 6 month and 1 year, 2 year follow-up aneurysm enlargement to 7.4 cm was noted at the 2 year follow-up. There was an unknown endoleak and no intervention was performed. The investigator assessed the event as not related to the procedure and related to the device. Approximately seven months ago the investigator revised the unknown endoleak as a type v endoleak. The investigator assessed that there is no relationship to the procedure and the relationship to the device is unknown. No additional clinical sequelae were reported.